Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer administered a manual insulin injection and changed pump supplies to address the issue. Customer's blood glucose ranged from 236-473 mg/dl.